Event description:
Consumer states the lift would not stay raised so when the nurses aid was moving him and kept pumping the lift up during transport and the lift lowered him to the floor where he hit his back on the caster of the lift. Consumer states that they called ems, who came out to evaluate him and lifted him off the floor. Consumer states his back hurts but he did not go to the hospital. No additional information provided. Contacted medical service center in (B)(6) , advised her we would pay for labor and parts if they could go out service the lift. She transferred me to albert p who assisted in setting up the RMA for the pump and said he would schedule service with the consumer tomorrow ( (B)(6) 2015). (B)(4).